Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criterion medically significant), premature menopause ("early menopause"), rotator cuff syndrome ("tendinitis in the shoulders"), tendonitis ("tendinitis in both achilles heels"), fatigue ("intense fatigue"), depression ("depression"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), tachycardia ("tachycardia"), tinnitus ("tinnitus"), ear pruritus ("itching in ear canal"), alopecia ("hair loss") and dry skin ("extremely dry skin"), 1 month after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, premature menopause, rotator cuff syndrome, tendonitis, fatigue, depression, amnesia, disturbance in attention, tachycardia, tinnitus, ear pruritus, alopecia and dry skin outcome was unknown. The reporter considered alopecia, amnesia, depression, disturbance in attention, dry skin, ear pruritus, fatigue, pelvic pain, premature menopause, rotator cuff syndrome, tachycardia, tendonitis and tinnitus to be related to essure. The reporter commented: the term "weight" was mentioned with the other events quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), premature menopause ("early menopause"), rotator cuff syndrome ("tendinitis in the shoulders"), tendonitis ("tendinitis in both achilles heels"), fatigue ("intense fatigue"), depression ("depression"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), tachycardia ("tachycardia"), tinnitus ("tinnitus"), ear pruritus ("itching in ear canal"), alopecia ("hair loss") and dry skin ("extremely dry skin"), 1 month after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, premature menopause, rotator cuff syndrome, tendonitis, fatigue, depression, amnesia, disturbance in attention, tachycardia, tinnitus, ear pruritus, alopecia and dry skin outcome was unknown. The reporter considered alopecia, amnesia, depression, disturbance in attention, dry skin, ear pruritus, fatigue, pelvic pain, premature menopause, rotator cuff syndrome, tachycardia, tendonitis and tinnitus to be related to essure. The reporter commented: the term "weight" was mentioned with the other events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.